Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one year four months of post deployment, patient presented with the complaints of severe back pain. Around, six months later, a computed tomography angiogram of chest was performed for chest pain. The study showed that multiple filling defects within the bilateral segmental arteries to the right middle and left upper lobes, some of which are new from the previous study. On the next day, an inferior vena cavogram was performed for recurrent pulmonary embolism. The superior vena cavogram demonstrates eccentric adherent thrombus within the superior most superior vena cava, adjacent to right sided port catheter. Mid and central superior vena cava are normally patent without evidence of clot. The inferior vena cavogram demonstrates small focus of adherent clot at the tip of the g2 inferior vena cava filter. No other inferior vena cava clot seen. Around, two months later, a computed tomography of chest was performed which showed new pulmonary emboli multiple right segmental pulmonary arteries. Around, three months later, a computed tomography angiogram of chest was performed which showed several linear filling defects are identified in segmental and subsegmental pulmonary arteries right lower and middle lobes where previously acute pulmonary emboli were seen. There was no evidence of acute pulmonary embolism. Around, ten months later, a computed tomography angiogram of chest was performed which showed stable linear opacity within the right lower lobe pulmonary artery consistent with a web and representing a chronic sequela of previous pulmonary embolism. Around, one month later, a computed tomography angiogram of chest was performed which showed possibly another small filling defect was seen in the left lower lobe distal segmental/subsegmental artery. It was not seen on the prior study. Around, one year four months later, a computed tomography angiogram of chest was performed for chest pain. The study showed that no abnormal filling defects identified in the main, right, left, proximal segmental pulmonary arteries. In the medial basal segment of the right lower lobe pulmonary artery, there was a small filling defect. Around, one month later, a ventilation/perfusion lung scan was performed which showed high probability for pulmonary embolism. A computed tomography angiogram of chest was performed which showed no definite evidence for new pulmonary embolism through limited evaluation the distal segmental and subsegmental pulmonary arteries. Around, one year six months later, a ventilation perfusion lung scan study was performed for difficulty breathing. The study showed that high probability for pulmonary embolism. However, no new perfusion defects are identified. A computed tomography angiogram of chest was performed which showed negative for large or central pulmonary embolus. Around, three years and two months later, a computed tomography angiogram of chest was performed which showed no large central pulmonary embolus was seen. Subsegmental filling defects within the left lower lobe was likely flow related to flow artifact although a tiny subsegmental acute pulmonary embolism was difficult to exclude. Around, four years and eight months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted in place. The filter tine extends into the anterior aspect of the l4 vertebral body. Around, seven months ad two weeks later, an x-ray thoracolumbar spine was performed for back pain. The study showed that inferior vena cava filter was noted in place and projects over the right lateral aspects of the l3 and l4 vertebral bodies. Coronal and sagittal images revealed 3.69 degree tilt and 1.58 degree tilt respectively. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment and pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Although, the investigation is unconfirmed for filter tilt as the medical records state only 3.69 degree and 1.58 degree coronal and sagittal tilt respectively. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, h6(method). H11: d4(corporate lot no), h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.